Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert. Customer reported replacing the battery, then received a battery out limit. During troubleshooting for the battery out limit, the insulin pump's display went blank. Blood glucose level at the time of the call was 200 mg/dl. The customer was advised that she would be shipped a replacement battery cap. The customer will not return the device for analysis.